Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead returned and analysis was performed, the pacing impedance allegation was not confirmed, the helix allegation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal end. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited high impedance issues due to a suspected lead fracture, the lead also exhibited helix extension issues. No additional adverse patient effects were reported.